Manufacturer narrative:
Qn#(B)(4). The customer returned a 5fr ptd catheter and lidstock for evaluation. The ptd basket was fully retracted within the sheath and dried blood was observed on the catheter sheath. Visual examination revealed that the distal end of the black pebax tip was separated and not returned. Microscopic examination confirmed that the black pebax tip broke near the base of the distal basket. The tip material appeared jagged and uneven, indicating a stress related tear. All the basket wires were intact and secured within the basket connectors. The pebax tip adhered to the basket measured to be 0.118" which indicates at least 0.3976" of the tip was separated and not returned based on specifications of 0.5156-0.5626" per product drawing. The ptd basket was able to advance and retract from the sheath with minimal resistance. The ptd catheter was placed into a lab inventory rotator to functionally test, and it was able to rotate. No functional issues were found. A device history record review was completed with no relevant findings. The instructions-for-use (IFU) provided with this product states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudo aneurysm. The report that the ptd tip was broken during use was confirmed through examination of the returned sample. Microscopic examination revealed that the distal end of the black pebax tip was broken off. The tip material appeared jagged and uneven, indicating a stress related breakage. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined. This lot was manufactured in october 2019 which is after all corrective actions were implemented in december 2018. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer reports: tip came off during use. Could not remove with snare. Used a different ptd in to loosen and they couldn't because it was embedded into the tissue. Then they put a stent over the tip. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence.

Manufacturer narrative:
(B)(4).additional information received from sales rep.the user was not concerned about the tip migrating.

Event description:
The customer reports: tip came off during use. Could not remove with snare. Used a different ptd in to loosen and they couldn't because it was embedded into the tissue. Then they put a stent over the tip. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence.